Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It is reported that the patient also had ams products implanted including apogee and perigee. No clarification provided. It is further reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Reason for surgery: sui; pelvic relaxation. Concurrent procedures: cystoscopy. It was reported that the patient underwent partial sling excision & anterior vaginal mesh excision on (B)(6) 2013 along with bioarc tot sling implantation and cystoscopy, due to recurrent sui, vaginal mesh erosion, complications of gu device and dyspareunia. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems. It was reported that patient underwent mesh removal on (B)(6) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.